Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device issued a ¿speaker malfunction.¿ no death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.